Event description:
Customer reported the water bottle on the analyzer is leaking. She stated the gray cap, valve body, is cracked and leaking onto the floor and into a walkway. No one was hurt and no pt results were affected. A new valve body was sent to account, consequently they are not having any more leaks.